Event description:
Tampon cotton coming apart...is inside of me [foreign body in reproductive tract] uncomfortable-vagina [vulvovaginal discomfort] tried to take (tampon) out and the cotton is coming apart...is all inside of me [complication of device removal] tried to take (tampon) out and the cotton is coming apart [device breakage] cause was traced to design [manufacturing issue]. Case description: consumer reported via social media that the cotton was coming apart when she tried to take the tampon out. No serious injury was reported. A product investigation is in progress.

Event description:
Tampon cotton coming apart...is inside of me [foreign body in reproductive tract]. Uncomfortable-vagina [vulvovaginal discomfort]. Tried to take (tampon) out and the cotton is coming apart...is all inside of me [complication of device removal]. Tried to take (tampon) out and the cotton is coming apart [device breakage]. Case description: consumer reported via social media that the cotton was coming apart when she tried to take the tampon out. No serious injury was reported.